Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had a critical pump error on the screen. The customer¿s blood glucose level was 245 mg/dl. The customer was advised to change set and while holding down enter for piston to touch reservoir the pump alarmed critical pump error. The customer was advised that the pump needed to be replaced and to revert to the backup plan as per healthcare professional's recommendation. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with critical pump error and unable to download due to corroded electronic assemblies. Unit received with corroded motor home switch and corroded battery tube. Unit received with keypad overlay peeling, pillowing keypad overlay, cracked retainer, cracked case corner of the belt clip rails near the battery compartment and minor scratches on lcd window.